Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned stonetome was analyzed, and a visual evaluation noted that the cutting wire was broken at the distal section, blackened and kinked. The device was observed under magnification and the cutting wire was blackened, and the cut of the cutting wire was not smooth. A functional evaluation was not performed due to the condition of the device. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, blackened, and kinked. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been caused due to procedural or anatomical factors encountered during procedure affecting the device performance and its integrity. The break in the cutting wire could have been generated by pre-activating the cutting wire, failure to verify the cutting wire had fully exited the endoscope before electrical current is applied, failure to maintain direct and constant contact with tissue, or if excess power was used. Additionally, handling and manipulation of the device during procedure and interaction with the scope can kink the cutting wire. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the common bile duct during a biliary stone removal procedure performed on (B)(4) 2021. While performing endoscopic sphincterotomy (est) procedure, the cutting wire broke when the device was bowed. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the common bile duct during a biliary stone removal procedure performed on (B)(6) 2021. While performing endoscopic sphincterotomy (est) procedure, the cutting wire broke when the device was bowed. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.